Event description:
Pt had a single lumen line in the right internal jugular vein and the plan was to remove that over a wire and insert a new catheter of a broviac into a better place. The original line was successfully removed. A guide wire was then passed through the catheter, catheter removed, and new broviac catheter was placed over the guide wire. The new catheter could not be successfully placed in the proper location after several attempts. Eventually, the catheter and wire were removed and several sticks into the superior vena cava failed to produce a wire which would go down toward the heart. After 2 hours, the procedure was abandoned. At that time, it was noted on the xray that there was a foreign body - the guide wire was examined and noted that part of its sheath had been sheered off and was obviously the foreign body on xray. Interventional radiology was consulted and retrieved the small segment of guidewire from the left pulmonary artery. The pt tolerated both procedures well, was kept overnight for observation and discharged home the next day. No other problems with pt since discharge. The guidewire is available for inspection, the introducer is not.

Manufacturer narrative:
(B) (4). Event eval: still under investigation. (B) (4)